Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician (pst) observed a faulty hard drive was preventing the central control monitor (ccm) from functioning properly. The system could be booted and operated, but operations requiring access to the hard disk caused the system to freeze, and eventually display a 'system computer needs service' message on screen. A lab use only drive was used in place of the hard drive and the unit operated without issues, determining that the user's hard drive was faulty. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) froze up. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the team powered on the heart lung machine (hlm) for a procedure on (B)(6) 2020. The system along with the ccm powered up without issue. During the cpb procedure, the ccm froze up and would not accept any input and was not working to update any output numbers. The team proceeded without issue, and used the built in back up local displays for flow, and gas. The team was without pressure and temperature measurements on the ccm the remainder of the procedure. Once the procedure concluded, they re-booted the hlm and the system has worked since. There was no harm or blood loss associated with the issue. There was no delay in the continuation of the surgical procedure.